Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in a follow-up call on 19-jun-2025 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated their condition had improved and they did not currently have any diabetic symptoms. No medical intervention related to diabetes since the last call was reported. Customer stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-3) and low and high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 188, 72, 193, 235 and 79 mg/dl. The customer¿s expected blood glucose test result range is 120-130 mg/dl fasting am before breakfast and 270mg/dl-300 mg/dl fasting pm. Customer reported feeling shaky at the time of the call; daughter stated she will call the doctor to make an appointment due to his symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 188 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/25/2026 and open vial date is a month ago. The meter memory was reviewed for previous test result history (time not set): result 1: 188mg/dl , date: (B)(6), time: 4:14p fasting pm , result 2: 72mg/dl , date: (B)(6), time: 8:27p fasting pm , result 3: 193mg/dl, date: (B)(6), time: 7:25p fasting pm , result 4: 235mg/dl, date: (B)(6), time: 4:56p fasting pm , result 5: 79mg/dl , date: (B)(6), time: 10:40p fasting pm.